Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 10-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s healthcare provider reported via manufacture representative that the patient had a broken lead and the patient experienced no stimulation. Impedance values measured >10,000 ohms. The patient¿s lead was replaced and the event was resolved. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type lead. (B)(4). If information is provided in the future, a supplemental report will be issued.